Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture after filling. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the device ruptured. The device was filled with 2 grams with 5 milligrams hc in 58 milliliters. There were three units affected, this report is two of three. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.